Event description:
Reportedly, as the x-ray tech was positioning the tube crane during a cervical spine exam, the x-ray tube dropped unintendedly to the fullest extension of its telescoping arm. The pt was not struck and no injuries were reported.